Event description:
It was reported that during a thoracoscopic lobectomy procedure, the reload was unable to fire while being applied for the closure and detachment of pulmonary lobes. The issue was resolved by replacing the malfunctioning device with a new reload, allowing the procedure to be completed without any additional operations or patient injury.

Manufacturer narrative:
D10 concomitant products: 030423 - 030423 endo giaii 45 4.8 dlu x6, lot# p0e1076ksy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.